Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18636. The patient reported she is not receiving pain relief from her scs system. The patient indicated she felt stimulation, however, it was ineffective or in the wrong location. The patient is unsure if she wants to have her scs system explanted at this time.